Event description:
Segments on meter's display were missing. While on the phone, the customer replaced the batteries with no improvement. The customer was asked to return the meter and a replacement was provided. The customer was invited to call 24/7 with future questions or concerns.